Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix ultra broke while implantation. The anchor was removed from the patient using tweezers. The procedure was completed with non-significant delay using a smith and nephew back up device. The back-up device was used in the originally drilled bone hole. No further complications were reported. Current patient status is good.

Manufacturer narrative:
H10: additional information b2, b5, h6 (health effect - impact code) updated.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, suture material and a fractured anchor were returned. The anchor is fractured just below the suture window and the distal tip of the insertion device is deformed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. A clinical review states the device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause has been associated with with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix ultra broke while implantation. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.